Manufacturer narrative:
The console was field service at the user's facility. The console was observed during two hours of service, but no burning smell was detected. The console was working well. Device was installed on (B)(6) 2015 and this event occurred over 10 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was completed and confirmed that the event of device - smoking was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on investigation results, an investigation conclusion code of device problem excluded was assigned to this investigation since the investigation findings clearly confirm that there was no problem with the device.

Event description:
It was reported that there was a burning smell. Boston scientific has been unable to obtain additional information regarding the patient and procedure involvement to date, despite good faith efforts.

Event description:
It was reported that there was a burning smell. Boston scientific has been unable to obtain additional information regarding the patient and procedure involvement to date, despite good faith efforts.